Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they need to speak with someone to discuss this. It requires additional discussion for understanding on both sides. There was also an a new problem with the stimulator that is very concerning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the stimulator still wasn't holding a charge. The patient was really upset and frustrated because they were in pain after "the thing" died after two days this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their sti mulation had been turning off on its own. Patient contacted their hcp in regards to this and was instructed to contact the manufacturer. Agent provided information and confirmed adaptive stim was not enabled. Agent reviewed role of rep and provided the phone number for the national answering service.  The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned they were told at time of implant that their ins battery would last for 3 weeks without needing to be charged, but they were needing to charge every 3 days. Agent emailed rep for visibility.

Event description:
Additional information was obtained by agent calling the patient back. Agent called the patient and spoke with patient. Patient reported the cause was not yet determined. No actions have been taken, but patient is starting to document everything, such as when they charge and for how long and to what percentage. Patient reported for a while the issue seemed to level out and be ok, but patient reported the depleting quickly issue seems to have started again. Patient reported they charged the other night to 70% and the implant died on them again, after what seemed like 2 days. Patient reported they wished they had gotten a non-rechargeable ins, and reported they will be getting an additional stimulator for their neck, and that one will be a non-rechargeable ins. Patient reported needing no further assistance at the time, as they just started documenting everything and wants to spend more time collecting information before they reach out again for assistance. The issue is not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulation shuts off unexpectedly and patient has a return of pain. The caller reviewed that they put the ins in MRI mode, went to scan and then the ins had turned back on or exited MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.